Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the o2 (oxygen) concentration of the ltv 1200 does not rise. The spo2 (blood oxygen saturation levels) of the patient decreased by 94% and the fio2 (fraction of inspired oxygen)setting value was changed, yet the spo2 did not rise. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation.the reported complaint was duplicated. The root cause of the issue was due to contaminated needle valve due to a failed solenoid. Visual inspection of the uut (unit under test) found the loctite thread locker had been removed from solenoids 1 & 2. Testing found solenoid 1 to be activating but with no flow. Solenoid 1 was removed and a visual inspection found the solenoid damaged internally. The piston and cylinder were coated with a dark colored substance which sem analysis found to be of the same composition as the solenoid body (brass).the piston itself showed signs of wear as a result of metal to metal contact, as does the solenoid body. Further inspection of valve #1 found the blender needle and valve seat contaminated with the same material covering the piston and cylinder. This material accumulated on valve #1 in a quantity that resulted in a loss of flow.